Event description:
It was reported that upon opening bd vacutainer® ultratouch¿ push button blood collection set packaging, needle bevels were exposed through the sleeve. Customer reports there were no needle stick injuries.

Manufacturer narrative:
B.3. Date of event is unknown. The date received by manufacturer has been used for this field. There were multiple common device names. The information for each additional name is as follows: d.2. Common device name: intravascular administration set. There were multiple medical device types. The information for each additional type is as follows: d.2. Medical device type: fpa. There were multiple lot numbers. The information for each additional lot number is as follows: d.4. Medical device lot/expiration date: unknown. H.4. Device manufacture date: unknown. H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that upon opening bd vacutainer® ultratouch¿ push button blood collection set packaging, needle bevels were exposed through the sleeve. Customer reports there were no needle stick injuries.

Manufacturer narrative:
H.6. Investigation summary: material #: 367392. Lot/batch #: 2346265 and unknown. Bd had not received samples, but 2 photos were provided for investigation. The photos were reviewed and the indicated failure mode for side-pierced sleeve was observed. Additionally, 30 retention samples from bd inventory were evaluated by functional testing, each used to draw 10 vacutainer tubes, and the issue of side-pierced sleeve was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode side-pierced sleeve. Bd was not able to identify a root cause for the indicated failure mode.